Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 40.6cm was returned for analysis. Externalized conductors due to external insulation abrasion were noted at 8.5-10.8cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 12.2-12.8cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.